Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l5-s1 and posterior spinal fusion at l4-s1. It was reported that the patient came in 6 weeks post-op for a routine follow up and it was noticed that the s1 screw was fractured. The patient did not report any pain at the time, so there was no revision scheduled. When the patient came in for 3 month follow up, it was reported that the there is a bilateral s1 screw fracture and the patient is having radicular pain. Physician is scheduling a hardware removal and reinstrumentation with another system.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.